Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed inthe united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to verify software version due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found pump error 40 alarm on 11/15/2023 at 10:01:00.000 (file number: 121, line number: 454). Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, partially broker retainer, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 40 alarm. Pump error 40 alarms confirmed in the pump history due to software error. Cosmetic damage was confirmed at the retainer, case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.